Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post-implant. Upon interrogation, it was noted that the atrial lead was inappropriately capturing the right ventricle due to dislodgement. A chest x-ray confirmed the atrial lead had fallen into the ventricle. The lead was deactivated. The patient was in stable condition.